Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: the carefusion certified service technician could not duplicate the reported issues. The ventilator passed extended testing at customers settings. The ventilator also passed internal inspection.

Event description:
The customer reported, during transport of male patient model lap top ventilator 1200 alarmed low minute volume. The paramedic silenced the alarm and the apnea alarm on the cardiac monitor alarmed. The ventilator was making no attempt to ventilate the patient. The patient was immediately disconnected from the ventilator and provided positive airway pressure ventilation via bag valve mask. The ventilator was checked out by paramedic. All connections were ok. The ventilator was turned back on and reconnected to the patient. Transport was completed without any more problems. No further allegation of patient harm associated with event.